Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address pain.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). No code available use for medical device removal

Event description:
After review of medical records patient was revised to addressed left hip component wear and lateral soft tissue mass from adverse soft tissue reaction. Operative notes indicated soft tissue swelling. There was a significant synovitis with metallosis brown staining of the articular portion of the soft tissues. Corrosion and wear within the trunnion junction and articulation of the head to the stem was noted. Doi: (B)(6) 2010; dor: (B)(6) 2018; left hip.